Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance steady at approximately 686 ohms though (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in impedance and high impedance. A lead impedance alert was triggered. Additionally the lead exhibited oversensing. A lead revision was performed and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.